Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device was returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a secondary infusion running which completed in half of the programmed time. It was reported that the infusion was programmed to run at a rate of 520ml/hr with a total volume to be infused of 725 ml. When the therapy was checked 45 minutes after the start of the infusion, the secondary bag was found to be empty. Upon further communication with the customer, it was reported that a flow-rate test performed at the facility found the device to operate within specification, and that the over-infusion was likely caused by user error when programming the infusion. It was also reported that there was no patient injury.